Event description:
This unit was returned once before for this problem. It has started acting up again. After activating coag button and letting go, unit would over-ride to cut activation. Happened several times. There were no pt injuries.